Event description:
Autoclave would not open during a pt's surgical procedure. Needed instruments in the autoclave. The company rep had been here two times and the last time he told plant services to order a part. The part wasn't in co's facility at the time of the incident. This had occurred multiple times.